Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "swelling", pain and "the seroma was more than 30cc" on left side. Device status is unknown.

Event description:
Device remains implanted. Patient reported possible rupture.